Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced with pocket manipulations and isometrics. The lead was explanted and replaced. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.